Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to pain. A rejuvenate modular stem construct, ceramic head, and poly liner were revised. Rep reported he can provide a picture, that there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.